Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted as of the present. A call placed to technical services on 04/12/2018 stating that his lead had an out of range impedance greater than 2000 ohms on (B)(6) 2018 and (B)(6) 2018. The impedance issue had tripped lead safety switch. Also, there were multiple alerts of ventricular tachycardia episodes that showed noise typical of unipolar programming. The following physician was dr. Yerra lakshminarayan at nhi - kearney in kearney, ne. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)